Event description:
Received info the lead tip was found to be bent when it was removed from the package during a surgical procedure. The physician used another lead and the procedure was completed. No injury was reported to the pt.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Device was returned to the (B)(4) MFR's facility but has not been received in the USA as of the sending of this report.